Event description:
It was reported that the device has many episodes recorded and almost all are from oversensing, and guidance on reprogramming the device was requested. At this time, no reprogramming has been done and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.